Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2019-03973 the patient presented to the hospital with episodes of low sensing on the right ventricular (rv) lead. An explant procedure was performed and the rv lead was explanted and replaced with no anomalies and all electrical parameters were stable and in range. During the explant procedure, the patient experienced unstable cardiac rhythms and impaired hemodynamics. Diagnostic imaging did not reveal any evidence of a pericardial effusion. At the conclusion of the procedure, the patient was stable. Following the procedure, an event of ventricular fibrillation occurred and cardiac pulmonary resuscitation (CPR) was performed. During CPR, additional diagnostic imaging was performed and revealed a pericardial effusion. Surgical pericardiectomy was performed with no resolution. The implanted device delivered therapy appropriately with no resolution. The device was deactivated and further CPR was performed with no resolution. The patient expired; the suspected cause was likely due to the patient's clinical condition. There was no allegation of malfunction against the device or the new rv lead.